Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube had erroneous results.

Event description:
"A recent internal clinical study has identified that there is a potential for a positive bias for selenium when using the bd vacutainer® edta tube vs. The bd vacutainer® trace element tube. The initial MDR 1917413-2018-03983 may have been interpreted to involve actual diagnostic results, however, the internal study results generated were not diagnostic patient results. The current labeling for the bd vacutainer® edta tubes does not include a claim for trace metal testing such as selenium. However, the bd vacutainer® trace element tube is intended for use for selenium testing. Further evaluation is being conducted to determine the potential impact of the positive bias if the bd vacutainer® edta tube were to be used for testing with selenium.¿

Manufacturer narrative:
Correction: describe event or problem: "a recent internal clinical study has identified that there is a potential for a positive bias for selenium when using the bd vacutainer® edta tube vs. The bd vacutainer® trace element tube. The initial MDR 1917413-2018-03983 may have been interpreted to involve actual diagnostic results, however, the internal study results generated were not diagnostic patient results. The current labeling for the bd vacutainer® edta tubes does not include a claim for trace metal testing such as selenium. However, the bd vacutainer® trace element tube is intended for use for selenium testing. Further evaluation is being conducted to determine the potential impact of the positive bias if the bd vacutainer® edta tube were to be used for testing with selenium."

Event description:
"A recent internal clinical study has identified that there is a potential for a positive bias for selenium when using the bd vacutainer® edta tube vs. The bd vacutainer® trace element tube. The initial MDR 1917413-2018-03983 may have been interpreted to involve actual diagnostic results, however, the internal study results generated were not diagnostic patient results. The current labeling for the bd vacutainer® edta tubes does not include a claim for trace metal testing such as selenium. However, the bd vacutainer® trace element tube is intended for use for selenium testing. Further evaluation is being conducted to determine the potential impact of the positive bias if the bd vacutainer® edta tube were to be used for testing with selenium.¿

Manufacturer narrative:
A recent internal clinical study has identified that there is a potential for a positive bias for selenium when using the bd vacutainer® edta tube vs. The bd vacutainer® trace element tube. The initial MDR 1917413-2018-03983 may have been interpreted to involve actual diagnostic results, however, the internal study results generated were not diagnostic patient results. The current labeling for the bd vacutainer® edta tubes does not include a claim for trace metal testing such as selenium. However, the bd vacutainer® trace element tube is intended for use for selenium testing. Further evaluation is being conducted to determine the potential impact of the positive bias if the bd vacutainer® edta tube were to be used for testing with selenium. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.